Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that elevated threshold and climbing pacing impedance were observed on this lead. The shock impedance remains in range. Patient is awaiting a planned ICD change.